Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was transferred to another facility. Upon arrival, the patient's vital signs were very weak and they died. Preliminary results from the autopsy reported that the patient experienced an unspecified injury on the wall of the left atrium which is assumed to be due to the drainage placed in the initial facility. One of two tines of the leadless ipg were visible from outside the heart. The tine(s) perforated the wall, flipped and re-entered the wall. A pleural effusion of unclear origin was also present and blood clotting was strongly hampered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure for the leadless implantable pulse generator (ipg), the device was deployed with good measurements. Shortly afterwards the patient experienced a drop in blood pressure, pericardial effusion and a perforation. A per cardiocentesis, cardiopulmonary resuscitation, sternotomy, thoracotomy and pericardial window were performed. Blood transfusions were given to the patient. The patient was then stabilized. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [serial (B)(6)]). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the physician that the autopsy results showed that the small perforation of 2 mm in diameter in free wall of right ventricle was caused by one leadless ipg tine in anterior / septal position. A rupture in the ventricle most likely caused by chest compressions during reanimation. There was no perforation of the right atrium. It was noted that the shunt between pericardium and pleural cavity most likely created by placing the drainage for the pericardial effusion causing a pleural effusion. The heart tissue was quite brittle due to cortisol therapy for a longer period of time. Coagulation of blood was still hampered despite of pausing anticoagulants before procedure. Patient deceased of circulatory collapse.